Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: evaluation of the returned device confirmed that one of the tubes was detached from the cannula. Conclusion: based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product, it is most likely that the reported event resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in st.gallen reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. The healthcare facility further reported that the patient experienced fluctuation in o2 saturations. The subject device was immediately replaced to continue the therapy, with no further reported patient consequences.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula end. The healthcare facility further reported that the patient experienced fluctuation in o2 saturations. F&p is in the process of gathering further information regarding the reported event and have requested for the return of the subject device for an evaluation.